Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The samples were repeated due to the initial values being critical values. The first patient sample initially resulted in a calcium value of 5.97 mg/dl and it repeated as 10.1 mg/dl. The sample was repeated on a second analyzer, resulting in a calcium value of 10.4 mg/dl. The repeat value was deemed correct. The second patient sample initially resulted in a calcium value of 6.03 mg/dl and it repeated as 9.81 mg/dl. The sample was repeated on a second analyzer, resulting in a calcium value of 9.86 mg/dl. The repeat value was deemed correct. The calcium reagent lot number was 69045501, with an expiration date of 29-feb-2024.

Manufacturer narrative:
The field service engineer determined the rinse volume was misadjusted. The rinse volumes and gear pump pressure were adjusted. The customer calibrated and ran controls; all controls were acceptable. Quality control recovery was ok. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.